Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that he had routine cataract surgery in (B)(6) 2017 with implants of single vision intraocular lenses (iol) in both eyes. He also stated the light flickering is very bad. He added the quality of the distant vision is very good at (20/15), however, his vision starts to blur badly at about 10 - 12 feet away. The patient also added the light reflection with indoor lights(esp flouresents) and sunlight is very bothersome. The patient does not have any problem at all in the dark. He stated it was the flickering with every tiny eye movement that is the worst. This is one of two reports for this consumer. Additional information has been requested